Event description:
A female patient suffered a nerve injury believed to be brachial plexus following a spinal surgery at facility, that required prolonged prone positioning. The procedure took place in 2006, but the incident was not made known until later. Dr., the case neurosurgeon, told an allen medical representative on 7/26/06, that the patient suffered a brachial plexus injury following a spinal surgery. It is believed that patient positioning was the cause. The spinal system was not reported to have malfunctioned. All subsequent requests for patient injury information including recovery status have garnered no response.

Manufacturer narrative:
At last contact with the facility, the table extension had been quarantined. It has not been returned or otherwise made available for evaluation. According to a hospital spokesman - the day following surgery, the patient told attending nurses that she was experiencing symptoms of nerve damage, including decreased motion in the arms (flacid) and the inability to raise her arms above her head with general weakness on the right side. Ther is no indication from the facility or the surgeon that the flex frame table ever failed or malfunctioned.